Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous common iliac artery to the external iliac artery. An unknown .014 guide wire was placed and pre-dilatation with an unknown balloon was performed to 6atm for 30 seconds. This 7.0x40x75cm express-vascular ld stent device was advanced; however, it was unable to cross the lesion. The .014 guide wire was exchanged to an unknown .035 guide wire and the express-vascular ld stent was readvanced and it was unable to cross the calcified part in the external iliac artery (eia). The express-vascular ld device was removed. When they attempted to perform another pre-dilatation, it was noted that the stent was missing from the sds. Angiography confirmed that the stent dislodged inside the patient. A .014 guide wire was advanced through the dislodged express-vascular stent and the stent was deployed in the eia with a 6x60 sterling balloon. The physician noted that the edge of the express-vascular stent got stuck in the calcified part of the eia. The procedure was completed with another manufacturers stent which was implanted in the cia target lesion. No further patient complications were reported and the patient's status is good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and examination of the device found that the balloon showed no evidence of being inflated. The stent was not returned with the device. There were clear stent crimp marks present on the balloon in correct position. There was no damage noted to the distal tip and no other damage to device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous common iliac artery to the external iliac artery. An unknown .014 guide wire was placed and pre-dilatation with an unknown balloon was performed to 6atm for 30 seconds. This 7.0x40x75cm express-vascular ld stent device was advanced; however, it was unable to cross the lesion. The .014 guide wire was exchanged to an unknown .035 guide wire and the express-vascular ld stent was readvanced and it was unable to cross the calcified part in the external iliac artery (eia). The express-vascular ld device was removed. When they attempted to perform another pre-dilatation, it was noted that the stent was missing from the sds. Angiography confirmed that the stent dislodged inside the patient. A .014 guide wire was advanced through the dislodged express-vascular stent and the stent was deployed in the eia with a 6x60 sterling balloon. The physician noted that the edge of the express-vascular stent got stuck in the calcified part of the eia. The procedure was completed with another manufacturers stent which was implanted in the cia target lesion. No further patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.